Manufacturer narrative:
H.6. Investigation: two used samples of an unknown lot were provided to our quality team for investigation. Through visual inspection, the luer thread is observed to be partially occluded by a hard unremovable white material, it can be seen there are no visible defects within the thread of the luer. The syringes were cleaned with hot water and alcohol, dissolving the material, suggesting it may be solidified drug. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. As the lot or lots involved in this incident are unknown, a device history review cannot be performed. Testing was performed on the returned samples and confirmed the luer was within required specification. Based on the available information and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes had "hard plastic" inside the tip that made them difficult to attach to the extension line. The following information was provided by the initial reporter: "a staff member left me 2 x 50ml syringes which they were unable to attach the extension line giving sets to. Both syringes were used to draw up infusions so they must have been able to attach a needle at some point but both appear to have hard plastic inside."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes had "hard plastic" inside the tip that made them difficult to attach to the extension line. The following information was provided by the initial reporter: "a staff member left me 2 x 50ml syringes which they were unable to attach the extension line giving sets to. Both syringes were used to draw up infusions so they must have been able to attach a needle at some point but both appear to have hard plastic inside."